Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced hypoglycemia on wednesday morning on (B)(6) 2024 , the cgm decreased below 40 mg/dl around 6 am. The patient was not able to take any blood glucose (bg) reading at that time. The daughter reported that the patient may not be coherent when it happened. The patient experienced coma. She was not responding to the text conversation with the daughter, so she drove over and found the patient comatose and non-responsive around 10 am. They called an ambulance and emergency medical technicians (emt) arrived and treated the patient with IV glucose and disconnected the pump. When the emt arrived both the monitor and the app were showing a message to remove the sensor and replace it with a new one. The patient was having a hard time remembering things, so they decided to bring the patient to the hospital on (B)(6) 2024 . She was hospitalized for 24 hours. She was treated with novolog insulin for meals and overnight lantus and continued providing insulin as needed and antibiotic rocephin (no information why the patient was treated with antibiotics). At the time of the report the patent was recovering. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.